Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: cool pathtm and therapytm cool flextm (st. Jude medical). (B)(4).

Event description:
Event description: article title: exclusion of fluoroscopy use in catheter ablation procedures: six years of experience at a single center. Per a report in the journal of cardiovascular electrophysiology vol. 25, no. 6, june 2014, a single center prospective study was conducted on 328 patients, by juan m. Fernandez-gomez, ph.d.et al of the hospital juan ramon jimenez, huelva, spain, to assess the usefulness of a completely nonfluoroscopic approach to catheter ablation of supraventricular arrhythmias using the ensite-navxtm electroanatomical navigation system. Follow-up was logged in all cases at 1 month and 6 months from the baseline procedure. From the report there was there was one serious complication related to the vascular access: 1 femoral pseudoaneurysm that required surgical repair. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected devices are therapytm.